Manufacturer narrative:
Concomitant products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 03-nov-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider regarding a patient receiving hydromorphone (12 mg/ml at 1.551 mg/day) and clonidine (60 mcg/ml at 7.755 mcg/day) via an implantable infusion pump. It was reported that the pump was being turned off due to concerns about an infection in the catheter.